Event description:
During a baxter service evaluation, colleague infusion pump was found to have failure code 810:04. The reported condition was identified during product evaluation. The ail pcb (air in line printed circuit board) was out of calibration and was recalibrated by service. The user interface module master software version for this device (B)(4) categorized as remediated. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).